Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer claimed a patient had "false positive" results for elecsys ft3 iii and elecsys anti-tshr immunoassay where the results from a centaur analyzer were "negative". Data from the roche device was requested but was not provided. The results from the centaur analyzer were: tsh: >150 mu/l (range 0.35 - 5.50), ft4: 0.32 ng/dl (range 0.83 - 1.43) and 4.13 pmol/l (range 10.7 - 18.4), ft3: 2.10 pg/ml (range 3.00 - 4.70) and 3.23 pmol/l (range 4.62 - 7.24), atpo(anti-thyroid peroxidase): 1986 u/ml (range < 60.0), tsi (thyroid stimulating immunoglobulin): 0.10 iu/l (range < 0.55). Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The customer used a cobas 6000 e 601 module. The serial number was requested but was not provided. Refer to the medwatch with patient identifier (B)(6) for the other assay involved.

Manufacturer narrative:
Additional information concerning the patient was received. The date of the event was actually (B)(6) 2017. The sample from (B)(6) 2017 tested by the customer on the cobas 6000 e 601 module gave the following results. This is the same sample that was then tested on a centaur analyzer. Tsh: 80.4 mu/l. Ft4: 14.4 pmol/l. Ft3: 12.5 pmol/l. Anti-tpo: >600 ku/l. Anti-tg: 3732 ku/l. Anti-tshr: 6.8 u/l. All medwatches for this event include patient identifiers (B)(6).

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor was found that reacts with the reagent which affects the sample results. Product labeling for the assay documents this interference. The incidence rate of the identified interfering factor is monitored on a quarterly basis.